Manufacturer narrative:
Patient recovered spontaneously w1 postop. No device problem detected. Serial and lot number was not provided although requested. If additional information is provided an addendum will be filed.

Event description:
Patient's iop dropped from 15 mmhg (baseline) to 2 mmhg d1 postop. Iop increased to 10 mmhg at w1 postop.

Manufacturer narrative:
Received the lot number information and completed review of DHR. Product in the reported was manufactured, tested, and released in compliance with new world medical procedures. The reported issue could not be confirmed with the additional information.